Event description:
Per the audiologist, the pt was hit on the head and has not been able to hear with his cochlear implant system since that time. Results of an integrity test done in 2007, showed the cochlear implant was not functioning. Explantation/reimplantation surgery had not been scheduled at the time of this report.